Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. The insulin pump also had a cracked display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 92 mg/dl. The customer stated that the device was dropped on floor. The customer stated that there is crack seen on display. The customer advised that the display is not readable. The customer was advised that the device would be replaced. The customer asked verbally and in written form to return broken pump for analysis.